Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient stated that she found fluid leaking at the end of treatment. Patient had no ill effects. Sample is available.